Manufacturer narrative:
Device analysis report attached. This report is submitted on december 24, 2021.

Manufacturer narrative:
This report is submitted on october 14, 2021.

Event description:
Per the clinic, it was reported that open circuits were noted on multiple electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was reimplanted with a new device during the same surgery.